Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device vcp325h, mlbgcls0 number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a caesarian procedure on an unknown date and suture was used. During the procedure, the needle bent easily and broke into 2 parts. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: it was reported performance needle breakage and performance bending needle intra-op. Actual needle components were identified as product code vcp325h. During the visual inspection of the sample a no fracture was observed on the needle; but marks that appears to be by use of a surgical instrument and needle bending at the tip could be observed. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. The evaluation of (B)(4) revealed the needle was not fractured, but needle bending was noted due to external cause. In order to avoid this kind of damage grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. Second device captured in mw 2210968-2019-80888.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: concomitant medical products.